Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. It was reported that during tightening of the set screw into the bone screw the set screw cross threaded and would not fully tighten allowing the rod to slip. The set screw was removed and replaced. No patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). Macroscopic and optical examination revealed thread crest and flank damage; this damage appears to have initiated at the start of the thread, and is consistent around the damaged portion of the thread. Functional evaluation with a sample mas found the implant able to be fully engaged into the mas head. The above observations are consistent with misalignment of the mas and set screw threads during construct assembly.